Event description:
The pt was diagnosed with an acute appendicitis. He was admitted and scheduled for an appendectomy. During the appendectomy on (B)(6) 2010, the surgeon encountered a problem with the ethicon linear cutter when he tried to staple the area. The surgeon was performing the appendectomy and during closing of the procedure, he was stapling the cecum using an ethicon 45mm stapler. On first use, he noted there was a great deal of resistance on the lever when placing staples. The stapler has two levers, the first is white and is used to clamp stapler over tissue and the second is black. The black lever fires the staples. Remembering a similar event with this type of stapler, the surgeon stopped and examined the area of closure and discovered that the staples were not seated properly. He removed the staples and with a new stapler closed the wound. The surgeon advised no injury and the surgery was extended by 10 minutes. The surgery was completed with no further complications and the pt was discharged home on (b)(96) 2010.